Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and an enlarged atrium. A mitraclip ntw ((B)(6)) was implanted in the central medial position. To reduce the residual central jet, a mitraclip ntw ((B)(6)) was implanted lateral to the first implanted clip. An echocardiogram was performed and movement of the second clip was observed. The second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the second clip, a mitraclip nt was implanted. The mr was reduced to grade 2+. There was no clinically significant delay in the procedure. No additional information was provided.